Manufacturer narrative:
Complaint no: (B)(4). This is a report of a home patient who improperly connected to the patient line prior to therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. It warns the user that connecting the transfer set to the patient line before the "connect yourself" prompt can cause air to be delivered to the peritoneal cavity. The guide provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient connected to the patient line of the cassette incorrectly for peritoneal dialysis therapy on the homechoice machine. The technical service representative assisted the patient with ending therapy and the patient started over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.